Event description:
Two days after the primary operation, an x-ray found that the insert dislocated and a revision surgery took place.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.